Event description:
Bard davol x-stream laparoscopic irrigation tubing set with nezhat-dorsey trumpet valve would not properly seat into base unit. Another "like" device was opened/loaded and functioned throughout the case without problems. Diagnosis or reason for use: laparoscopic robotic total hysterectomy.